Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, removal of implants due to an infection and inflammatory reaction in the hospital. Patient has parkinsons and dementia. During the revision surgery a gauze sponge was found in the hip.